Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the silicone tubing and the twist clamp. Markings were noted to be present on the silicone tubing indicating the tubing was positioned onto the leg of the dark blue female connector during use. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the tubing and the female connector is a friction fit and not a solvent bond. A strong tug on the tubing could cause a separation between the two components. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the white twist sleeve and silicone tubing of a minicap transfer set which resulted in a leak; further described as "the plastic part fell off the tube" and "leaked out fluid." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event., however the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.